Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 300's mg/dl. Patient gave themselves insulin and retest two hours later and the repeat result was still in the 300's mg/dl. Patient went to the doctor and was admitted to the hospital. Patient's glucose at the hospital was 42 mg/dl. Patient received treatment consisting of insulin, IV, sugar and water. Controls were not used on the system. The patient also did not store their test strips correctly in the original capped vial. Patient stored them loose in a carry case. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.